Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam in the device. Additionally, the service technician also noted an error code 53 (indicating an issue with the pca) present and the device was outside of the warranty period. The device was scrapped by the service center after the evaluation was completed.